Event description:
It was reported that difficulty to recapture and tip damage occurred. A left atrial appendage (laa) closure procedure was being performed a watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed and did not meet release criteria for which a full recapture was attempted. However, difficulty was noted when recapturing the device. The closure device was eventually recaptured and tip damaged was noted. The procedure was completed with another of the same device. No patient complications were reported.